Event description:
The customer reported the vertical column would not go up or down. They were able to use the system without the lift. No injuries.

Manufacturer narrative:
The ge service rep replaced the power supply.